Event description:
It was reported that the patient with this artificial urinary sphincter presented with recurrent incontinence. The device was explanted and replaced. No further patient complications were reported.